Event description:
Patient later reported chronic fatigue and arachnoid cyst which have been deemed not related to the device. Pathology report stated: periprosthetic capsule with moderate inflammatory alterations of siliconoma. The device has been explanted.

Manufacturer narrative:
Device photo evaluation: visual analysis of the photographs identified red encapsulation. Device analysis performed through photographs, due to the impossibility to perform microscopic analysis it is not possible to determine the most likely failure mode.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of seroma-late is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: seroma-late.

Event description:
Patient reported thyroid problems and severe memory loss. Abnormality (grade acr-3) and prosthetic effusion from mammogram, however no diagnosis was made. Patient is now worried about their health. Patient had a blood test revealing a low level of lymphocytes, increase of d-dimer and cardiac enzymes, patient also noted that they had covid-19 around this time. Device remains implanted with a view for explantation. Left side.